Manufacturer narrative:
Correction: h6 - health effect -impact code.

Event description:
It was reported that right ventricular (rv) lead noise was discovered in clinic. The noise was over-sensed. Programming changes were performed and the lead will being monitored via remotely. The patient is in stable condition.